Event description:
It was reported that the patients implantable pulse generator (ipg) ipg rubs on patient pant line. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient is doing well postoperatively; everything is healing up as expected and patient is pleased. The explanted device unable to return due to facility policy. No device malfunction suspected.